Manufacturer narrative:
Product complaint #: (B)(4). Patient identifier, age or date of birth, weight: device used in a veterinary case - no patient information will be reported. Complainant device is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for distal radius fracture. Before the surgery, the surgeon checked the attachment of the plate in question to the drill sleeve (03.114.001). The drill sleeve, which is normally wearable, was idling and could not be attached only to the right hole of the plate t-shaped part. For the other locking holes, the drill sleeve could be attached without problems. The surgery was completed without any surgical delay using another same type of plates in the hospital's stock. No further information is available. This report is for 1 lcp drill sleeve 1.5 f/drill bit ø1.1. This report is 1 of 1 for (B)(4).